Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the distal conductor was fractured. There was blood/body fluid (not obstructed) on the proximal conductor and a breached cut and cosmetic depression on the outer insulation. The helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was flexed.

Event description:
It was reported that the atrial lead warning triggered and the lead exhibited high and varying impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.